Manufacturer narrative:
Testing of actual/suspected device (10) the getinge field service engineer (fse) who discovered the issue replaced the drive manifold and ran the drive manifold test which passed with no issues. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement thus no adverse event reported.

Manufacturer narrative:
The suspected faulty drive manifold was sent to getinge's failure analysis and testing department (fat) for evaluation. A technician inspected the drive manifold and no visual damage was observed. The fat then installed the drive manifold into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. After hours of run in time, the fat could not replicate error codes 101,111,112, 118. The drive manifold is being retained in the fat per procedure.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11. Corrected fields: d4(UDI#), h6(investigation type & investigation conclusions).